Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 event was confirmed during testing. One device was found to be affected by corrosion. One device was found to be affected by a damaged cable assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. One reported event had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.